Event description:
It was reported that the physician requested review of device data to confirm operation after initial device interrogation showed high out of range right ventricular (rv) shock impedance measurement, measuring greater than 200 ohms and five ventricular episodes. Upon review it was found that during the second stored ventricular episode, the patient's self-conducted ventricular rhythm deteriorated post anti-tachycardia pacing (atp) delivery. The device then delivered a 41 joule (j) shock which successfully converted the arrhythmia. Following that episode, the patient went onto have three more separate ventricular episodes all occurring on the same day, but at different times. It was observed during review of the electrograms (egm) some undersensing of the ventricular arrhythmia occurred. The delay of therapy due to undersensing was not greater than 30 seconds. During the fourth stored episode it was observed that post 41 j shock delivery, the patient went asystolic for two seconds before the device delivered a pacing pulse. The same episode exhibited a very fine and disorganized rhythm, creating sensing issues for the device to detect and treat the arrhythmia. Subsequently, the device detected and delivered a total of six attempted 41 j shocks, for the fine and disorganized rhythm with the seventh 41 j shock successfully converting the arrhythmia. Therapy was never exhausted for this patient. Atp was delivered for the fifth episode which was triggered in the patients vf zone, but ultimately the therapy was unsuccessful, therefore a 41j shock was delivered and successfully converted the arrhythmia. The patient reported experiencing a syncopal episode as a result of receiving shocks. Technical services (ts) was consulted and recommended programming and troubleshooting options. Subsequently, the patient was admitted to the hospital for further evaluation and device reprogramming was performed. The device system remains in service at this time. No additional adverse patient effects were reported.